Manufacturer narrative:
Continuation of d10: product ID b31030 (lot: hg8hau5); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stage 2 surgical procedure, while pulling the extensions up to the head, the unmarked extension dislodged from the carrier mid-pass, leading to damage and high impedance readings during checks. The marked extension also showed two high impedances. The surgeon used a tunneler with a dual carrier pre-loaded with extensions. Troubleshooting efforts, including wiping and reinserting extensions into the battery and leads into extensions, and re-tunneling, did not resolve the issue. Both extensions were swapped for new ones, which resolved the impedance issues. The problem was resolved at the time of the report. The healthcare professional has no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the b3400060m extension revealed that the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) was/were broken at the proximal end of the lead; consistent with overstress damage. Analysis identified that the insulation was torn under the {x} connector at the proximal end of the lead. H3: analysis of the b3400060m extension revealed that the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.